Event description:
Oracle ro: 1229260 it was reported that a primary audible alarm occurred during a background test. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, had a missing battery and battery door. Bottom case gasket was damaged, device had a cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the interconnect board. Replaced speaker as a preventative measure and replaced the interconnect board. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.